Event description:
An optometrist reported the following: a patient had presented at the pre-lasik evaluation with dry eyes, variable refraction, and variable vision. She was started on topical cyclosporine drops and had two appointments ((B)(6) 2012) to recheck her refraction and tear film. She demonstrated no objective signs of dryness on (B)(6) 2012. The patient was advised about postoperative dry eye risks and expectations. The lasik was performed on (B)(6) 2012. On (B)(6) 2012 the patient reported dry eyes with visual fluctuation. There are no objective signs of dry eye (no staining, tbut (tear break up time) is normal, schirmer test is normal). The patient continues to use topical cyclosporine drops and artificial tears. She is also under the care of a second ophthalmologist, from whom she has sought an additional opinion. This report concerns the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).